Event description:
It was reported that the maryland bipolar forceps was broken, not working. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was provided from central processing after cleaning and the reporter did not have further information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.